Event description:
Received a report from a consumer who sought medical treatment for odor after the end of consumer's menses. Consumer indicated doctor removed tampon fibers and treated consumer for an infection.